Event description:
It was reported that during a sleeve gastrectomy procedure, clips were malformed. Medial aspect of the clip did not close appropriately. Procedure was prolonged five minutes. Completed procedure with same like device. No patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator was found undertraveled; in order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, no anomalies were found. Please note that this condition is unrelated with the report incident. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? All of the firings. What vessel or structure was the device fired on at the time of the event? Stomach I believe. Was the clip fully advanced into the jaws prior to firing? Not sure. I was not in the case. Was there any torquing or twisting of the device present at the time of firing? Unsure. I was not in the case. Was any unexpected resistance felt while firing the trigger? None reported. Were any unexpected noises heard? If so, when? None reported. Did anything unexpected happen prior to this incident? None reported. Was the device fired after this incident in or out of the patient? Multiple clips were fired before hangover of device. What were the indications for surgery? What was found? Not sure. Does the patient have any relevant history of surgical treatments? If so, what? Unsure. Did somebody other than the primary surgeon fire the instrument? No.